Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged exposed to moisture found on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with blank display. Unable to download or perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the keypad connector on j1/pcba1, j6 connector internal battery, j7 power connector, motor and force sensor during visual inspection. Swapped pcba1 with test pcb and blank display noted. The following were noted during visual inspection: cracked keypad overlay, scratched case and cracked battery tube threads. In summary, the pump was received with a black display, cracked case (battery tube) and cracked battery tube threads. Exposed to moisture confirmed. (B)(4).